Event description:
The case was not implanted because the surgeon had concerns regarding the screw location. Preoperative implant planning documents provided to the surgeon included a warning about this screw hole position. After reviewing this information, the surgeon elected not to proceed with the stryker implant and used an alternative device. No adverse consequences were reported for this event.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.